Event description:
Additional information was received indicating that the deployment starting point was mid pigtail catheter. The paravalvular leak (pvl) was mild. The valve dislodged aortic and remained in the ascending aorta. It was noted that a pre-implant balloon dilation was performed.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical assessment. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 8 millimeter (mm) on the non-coronary cusp in the cusp overlap view. Evidence suggests the valve was recaptured and redeployed as the valve depth appeared to be shallower on the subsequent angiogram, approximately 5 mm on the non-coronary cusp. Depth on the left coronary cusp was approximately 2mm in the left anterior oblique (lao) view. As stated in the evolut pro+ instructions for use (IFU) , the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. The valve depth was deemed acceptable, and the valve was released. Post implant angiogram revealed possible moderate aortic regurgitation/paravalvular leak. Subsequently, a post implantation dilatation was performed during which caused aortic dislodgement mid balloon inflation. The dislodged valve was then snared, and a second valve was prepped and confirmed a good load under fluoroscopy. There is evidence of at least one recapture due to deep valve depth after the first deployment attempt. Valve depth prior to final release was approximately 5mm on the non-coronary cusp in the cusp overlap view, and 4mm on the left coronary cusp in the lao view. Final angiogram performed after second valve implantation revealed possible mild aortic regurgitation/paravalvular leak. There is no evidence of any further intervention. As stated in the IFU: potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evprop34 (lot: 0012606110); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, "low" paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed. During balloon inflation, the valve dislodged; however, the patient's blood pressure was optimal. Therefore, a second transcatheter valve was implanted.

Event description:
It was reported that following the implant of a transcatheter valve, "low" paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed. During balloon inflation, the valve dislodged; however, the patient's blood pressure was optimal. Therefore, a second transcatheter valve was implanted. Additional information was received indicating that the deployment starting point was mid pigtail catheter. The paravalvular leak (pvl) was mild. The valve dislodged aortic and remained in the ascending aorta. It was noted that a pre-implant balloon dilation was performed. Additional information was received that prior to valve dislodgement, the implant depth was 1 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the ncc and lcc implant depth was 2 mm.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.